Manufacturer narrative:
Initial reporter phone number:(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 54 bd angiocath¿ IV catheters 18ga 1.16in had a damaged package which compromised the sterility of the product. The following information was provided by the initial reporter: "some catheter # 18 packages have came open, apparently the glue does not make it adhere correctly and this caused them to come off easily, a situation that affects us both medically and financially, since if it has an open space, it loses its sterility and therefore cannot be used. These belong to batch 6292244 with expiration date 10/31/2021. Anyway, a check is done on the rest of the lot (inside their box, still without being handled) and some are open, and others are poorly sealed that are difficult to notice by rear visual inspection, in total there are 54 units compromised of this batch."

Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that 54 bd angiocath¿ IV catheters 18ga 1.16in had a damaged package which compromised the sterility of the product. The following information was provided by the initial reporter: "some catheter # 18 packages have came open, apparently the glue does not make it adhere correctly and this caused them to come off easily, a situation that affects us both medically and financially, since if it has an open space, it loses its sterility and therefore cannot be used. These belong to batch 6292244 with expiration date 10/31/2021. Anyway, a check is done on the rest of the lot (inside their box, still without being handled) and some are open, and others are poorly sealed that are difficult to notice by rear visual inspection, in total there are 54 units compromised of this batch."